Manufacturer narrative:
Unit received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit also received with cracked battery tube threads and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the back of insulin pump was damaged. The customer¿s blood glucose 241 mg/dl at the time of the incident. Customer's other blood glucose was more than 300 mg/dl. Insulin pump had cosmetic damage may have been dropped or bumped. Insulin pump was not working properly. The insulin pump will be returned for analysis.